Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio flex meter had a power button issue. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the reporter. The reporter stated that the alleged power issue occurred a week prior to the alert date of may 18th, 2018. The patient manages their diabetes with humalog insulin three times a day prior to meals and lantus insulin at night. The patient adjusts their dosage on a sliding scale and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. Half an hour after the alleged product issue occurred the patient developed the symptom of ¿shaky¿ which they associated with low blood glucose. The emergency medical services (ems) were called and arrived 10-15 minutes later. The patient¿s blood glucose was measured on an ems meter and a result of ¿1.4mmol/l¿ was obtained. In response to this the patient was treated with IV glucose by the ems. At the time of troubleshooting, the csr noted that there was no misuse of the product. The meter would not turn on when the power button was held down. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.